Event description:
It has been reported to us that the guide wire became lodged inside the balloon catheter and was removed with the guide catheter. The physician attempted to use a balloon catheter to treat a lesion >200mm with 100% stenosis in the non-tortuous peroneal artery. The guide wire lumen was flushed before inserted into the patient and no abnormalities were noted. The physician felt resistance while using the guide wire. The physician inserted the balloon catheter on the guide wire but had difficulty advancing the catheter to the lesion site. The physician performed inflation of the balloon but it was not possible to remove the balloon from the guide wire. The physician found it necessary to remove both at the same time. The tip of the guide wire was damaged or kinked at some point during the procedure. The balloon device was not damaged. No serious injury or death. Patient is fine post procedure.

Manufacturer narrative:
(B)(4). Method: actual device used in case was returned and evaluated. Visual examination performed. The actual device used during the case was returned and evaluated. Visual examination of the returned guide wire revealed that approximately 143cm of the proximal wire was cut and discarded during the investigation by the contract manufacturer to remove the balloon that was stuck on the guide wire. The coils are sheared off and pulled from an area near the first joint. There is 3cm of spring missing, two springs and one right inside the other. There are damaged coils just proximal of the first joint as well as damage 13.7cm from the distal end of the wire. A review of the device history record did not detect any deficiencies within the manufacturing process. The event is confirmed for poor wire movement. The guide wire has kinked and damaged coils. The analysis is complete as of today (B)(4) 2012.